Event description:
Journal reference: stetkarova l, sroubek j, vrba I, peregrin j, havrdova e, [effect of polus dose of intrathecal baclofen followed by pump implantation in severe spasticity in multiple sclerosis pts]. Ceska slov neurol neurochir. 2008;70(2): 190-195. In chronic-progressive stages of ms, pts often suffer from severe spasticity and therefore have difficulties with daily self-care, their quality of life is significantly worsened. High doses of oral anti-spastic drugs lead to excessive general adverse effects. In this study, we have demonstrated our experience with intrathecal baclofen delivery by a programmable pump device. The appropriate selection of pts is very important. Positive effects of the bolus administration have to be proved before the pump implantation. Reportable event: soon after the implantation, one pt had to be re-operated due to a dislocation of the catheter from the intrathecal space. See MFR report # 2182207-2008-08559.